Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Red status indicator flashing.

Event description:
No patient involved. Red status indicator flashing.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2014. The device was returned for red status indicator flashing. Information from the history log shows the device failed the weekly auto self-test on (B)(6) 2018. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. Corrosion was observed on track 13 (on button) of the membrane tail. This had resulted in the device failing to power off via the on/off button. The low battery detailed at the end of the history log was due to the high current drain that depleted the pad-pak. The original membrane was replaced with a known good membrane. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane due to corrosion on the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored in adverse conditions i.e. Likely exposed to high condensing humidity, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and will be replaced with a heartsine 350p.